Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for post-laminectomy pain reported seeing an informational power on reset (por) message on the patient programmer (pp) on (B)(6) 2017. Troubleshooting was performed and the por was cleared. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.